Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters (cdc), traveler rx, global, (B)(4), instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the first diagonal artery extending from a moderately tortuous, eccentric and mildly calcified left anterior descending (lad) artery below bifurcation that was 75% stenosed. A non-abbott guide wire crossed the lad and another non-abbott guide wire crossed the first diagonal artery. A 2.75 x 15 mm traveler balloon catheter was prepped inside the anatomy, and then it was advanced to the first diagonal artery after initial resistance was met with the anatomy. The balloon ruptured during the first inflation at 8 atmospheres and contrast was seen to be leaking. There was also damage to the balloon which occurred during advancement with the eccentric and mildly calcified lesion. Therefore, the device was replaced with a non-abbott balloon catheter and pre-dilatation was performed. Intravascular ultrasound imaging was then performed and the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.